Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2019; vamf3434c150tu stent graft, implanted: (B)(6) 2017; vamc3834c150tu stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was infected with vegetation on the leads. Low p-waves were also noted on the right atrial (ra) lead. The system remains is use. No further patient complications have been reported as a result of this event.